Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2013-01814 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.